Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited far r-wave over-sensing resulting in inappropriate mode switch episodes. No intervention was performed. There were no patient consequences.